Manufacturer narrative:
(B)(4): eval, results: stent deformation, failure to deliver stent. Severely calcified lesion, 50-70% stenosis. Conclusions: severely calcified lesion, 50-70% stenosis.

Event description:
An endeavor resolute rx drug-eluting stent, length 24mm, diameter 2.75mm, was intended to treat a seriously calcified, 50-70% stenosed mid-distal lcx lesion in a pt. It was reported that the stent could not pass the lesion and on removal, there was deformation to the middle of the stent. The lesion was pre-dilated. It was reported that multiple attempts were made to cross the lesion prior to removal of the device. No pt injury occurred and no clinical sequelae have been reported. Another stent was used to treat the lesion. The outcome was successful.